Event description:
The hcp reported that the pt underwent MRI in 2006, and revealed a possible inflammatory mass at the tip of the catheter. The pt underwent pump replacement 5 months earlier, and shortly after presented with peripheral edema and toxicity. About 3 months later, the dose of intrathecal dilaudid 25 mg/ml was decreased from 4.74 mg/day to 4.27 mg/day. The pt then experienced increased pain, so the dose was adjusted to 4.508 mg/day. Following the MRI, the pump was stopped. The hcp plans to explant the pump. A follow-up report will be sent if additional information becomes available to us.